Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries inside the monitor exploded. The monitor was compromised and was no longer usable. No troubleshooting indicated. The monitor is expected to be replaced. There was no patient involvement.